Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('persistent pelvic pain'). In a 32-year-old female patient who had essure (batch no. 857588), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multigravida and parity 3. No medical surgery. Concurrent conditions included: uterine fibroid, cyst, anesthesia (during essure placement) and overweight. Concomitant products included: medroxyprogesterone acetate (depo-provera). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and fatigue ("fatigue"). And was found to have weight increased ("weight gain/loss, specify which one: weight gain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding, menstruation issues"). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved. And the menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, fatigue, heavy menstrual bleeding, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 29.3 kg/sqm. Hysterosalpingogram: on an unknown date, results: total bilateral occlusion; on (B)(6) 2010, assessment: normal results: essure device successfully occluded; on (B)(6) 2017, transvaginal pelvic ultrasound: uterus measures 10.8 x 6.1 x 7.0 cm. There is a 1.8 cm intramural uterine fibroid. 0.8 cm cyst is present. Impression: 1.8 cm intramural uterine fibroid; on (B)(6) 2014, transabdominal sonographic images of the pelvis were obtained.the uterus is anteverted and mildly enlarged measuring ii.! X 6.1 x 6.1 cm. No uterine masses seen. The endometrium is within nominalists measuring 1.2 cm. No pelvic cui-dc-sac fluid or ascites is present. Current weight 180 lbs. Concerning the injuries reported in this case the following event one were described in patients medical record: pelvic pain. Lot number#: 857588, manufacturing date: 2011-04, expiration date: 2014-04. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 857588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. No medical surgery. Concurrent conditions included uterine fibroid, cyst, anesthesia (during essure placement) and overweight. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding, menstruation issues"). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved and the menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, fatigue, heavy menstrual bleeding, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion; on (B)(6) 2010: assessment: normal. Results: essure device successfully occluded. On (B)(6) 2017, transvaginal pelvic ultrasound: uterus measures 10.8 x 6.1 x 7.0 cm. There is a 1.8 cm intramural uterine fibroid. 0.8 cm cyst is present. Impression: 1.8 cm intramural uterine fibroid. On (B)(6) 2014, transabdominal sonographic images of the pelvis were obtained. The uterus is ant everted and mildly enlarged measuring ii. X 6.1 x 6.1 cm. No uterine masses seen. The endometrium is within normal limits measuring 1.2 cm. No pelvic cui-dc-sac fluid or ascites is present. Current weight (B)(6) lbs. Concerning the injuries reported in this case the following event one were described in patients / medical record : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information added and expiration date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.